Event description:
It was reported that the involved patient was a 9 kg, 6 months old female infant. Device incidents also included: cuffs does not fill symmetrically resulting in ongoing leaks, consistent trach changes, trachs not inflating correctly, increased work of breathing for patients, abnormal filling in trach cuffs on multiple occasions and the balloon does not hold enough water (<1ml). Their staff are now seeing ongoing issues with the standard trach tubes related to asymmetry. On site, ICU medical indicated that the tubes were "unacceptable" for use. No replaceable tubes have been provided since they were informed that these are on back order. Multiple trachs (customized & standard) have been sent to us for investigatoin but they still have not received any results from us. The second device being involved was a custom 4.0 tts flextend ns + 1/ea with list number ft24jn40ngf089n but still has an unknown lot number. This was a product malfunction. This is not a single-use device. It's unknown if product was a third-party servicer. There was no patient harm/injury being reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated, d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.